Manufacturer narrative:
A ge service rep performed an on site investigation. The reported error could not be duplicated. However, the logs indicated that a generator cmos error happened on the date of the reported event. Flashed the nodes, reloaded software and cal/config files. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was an error code presented on the 9800 sys c-arm. There was no report of pt injury.